Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a mildly calcified lesion in the right mid sfa. After pre-dilatation, the pulsar-18 was attempted to be used, but the device could not be introduced into the sheath. The device was withdrawn, and the stent was found partial released at the distal end, even without removing the safety tab. The procedure was completed by changing the sheath to 5f and implanting another stent.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 11 mm. About 8 mm of the stent have been released (inside the introducer sheath). The outer shaft is kinked/compressed about 53 mm proximal to its distal end which was most likely caused by application of a pushing force despite meeting resistance. Outside of the deformed zone the outer shaft diameter complies with the specification. Inspection of the handle showed a fully intact locking tab. Inside the handle the outer shaft was found loose, confirming a push-/pullmovement. Due to the state of the instrument a simulation with a reference introducer sheath was not conducted. The introducer sheath used in the intervention was not returned. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, the outer shaft of every stent system undergoes visual inspection and a 100 percent control of the outer shaft diameter is performed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure. Please note that the IFU advises the user to exercise care during handling to reduce the possibility of releasing the stent prematurely, accidental breakage, bending or kinking of the catheter shaft.